Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery for a large and obese male patient under general anesthesia in a side lying position. Soon after the start of the anesthesia of the surgery, a leak of 100 ml per single breath was detected in the intubation tube. The cuff pressure and fresh gas flow were increased. The cuff continued to leak. The patient had slight carbon dioxide retention and, taking into account the leakage, also some leakage of sevoflurane into the room air. The surgery was continued for about 6 hours, without tube replacement. There was no patient injury.